Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The product was requested multiple times to the facility. If the product or additional information is received, a follow up report will be submitted. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported leaking at the connection with the pump. No patient harm was reported. Although requested, no further information was provided.